Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from two (2) protocols in both retort a and b. Additional information provided had indicated that an error occurred when replacing reagents in bottle 3 (70% ethanol) and 4 (ethanol). Specifically, 100% ethanol was used to fill bottle 3 and 70% ethanol was used to fill bottle 4. On (B)(6) 2013, leica biosystems received information that the majority of tissue samples from the two (2) affected protocols were not diagnosable and that re-biopsy of a number of patients may be required. On (B)(6) 2013, leica biosystems received the following information from the laboratory:" the consequence of the incident, 12 patients need to get taken new samples." At the (B)(6) 2013, leica biosystems has not received confirmation whether a patient(s) has been re-biopsied.

Manufacturer narrative:
The reagent in bottles 3 (70% ethanol) and 4 (ethanol) was replaced and the corresponding reagent stations reset prior to commencement from which sub-optimal tissue processing was reported. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered by the user and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the default concentration was to be set for each bottle in the instrument software. However, information provided by the complainant, indicated the reagent in bottle 4 (100% ethanol) was replaced with 70% ethanol. The reagent in bottle 4 (100% ethanol) would have been used in the final dehydration step, of both of the affected protocols because the instrument software uses reagent concentration to select reagent stations when executing protocol. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and stations of increasing concentration are used for succeeding processing steps. Reagent with the highest concentration is always used before changing to another reagent group or type. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration in a protocol is re-introduction of waster into the tissue, which cannot be displaced in subsequent processing steps. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, resulting in the reagent in bottle 4, which is designated for ethanol, being filled with 70% ethanol.